Event description:
Hospital representative stated that tubing came out from the filling port area and some of the solution leaked of the housing. Reporter stated that the leak was probably caused by the nurse pressing too hard against the tubing while filling of the device. Reporter stated that the pt was exposed to a small amount of 5 fluorouracil medication. Report further indicated that no injuries or chemo exposure was observed in the pt.